Event description:
It was reported to medtronic neurosurgery that the valve was set at the pressure level 0.5, however, there was difficulty with flow through the valve. According to the report, the valve was explanted.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.